Event description:
It was reported that during a case the table was being raised then when the drive stopped the table rapidly lowered without command. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.